Event description:
On 23 feb 2009, the sales representative reported that during a surgery in 2009, the surgeon was using the driver when the tip broke. The surgeon was able to retrieve all the pieces from the wound. The surgeon used another driver from the kit to finish the case as intended. There was no surgical delay.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending, upon the return of the product.